Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed via fluoroscopy imaging that the leadless pacemaker would not dock vertically with the delivery catheter. The device was not used, and the procedure was ultimately aborted. There were no patient consequences.

Manufacturer narrative:
Reported event of docking issue was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.